Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a blank display and a high blood glucose event. The customer¿s blood glucose was 414 mg/dl at the time of incident. Customer stated that the insulin pump was beeping and the display was blank. No significant events leading to blank display were observed. Customer reported that a new battery did not resolve the blank display issue. Customer had a high blood glucose of 414 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. Customers blood glucose was 82 mg/dl at the time of call. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to blank flashing white lcd display. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.